Event description:
Device # 1 of 2. Ref MFR. Report: 1627487-2014-26052. The patient had two leads implanted with the same lot number. It was reported the patient's entire scs system was explanted due to lead migration and the system was nonfunctional. The patient was reimplanted with different manufacture scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.